Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings obtained on a competitor brand meter. As a result, the customer reported self-treating with insulin(dose/type unspecified). There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 3.2 mmol/l compared to readings of 8.9 mmol/l respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.